Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 38 mg/dl at time of incident and treated with glucose tablets. Customer stated that they were experiencing low blood glucose since set change. Customer declined troubleshooting for low blood glucose. Customer claimed that they got an entire reservoir insulin was administered to them. The device will not be returned for analysis.